Event description:
It was reported that the patient experienced urinary retention with his artificial urinary sphincter (aus) device. The physician placed a suprapubic catheter to try to resolve retention, but the patient symptom did not improve. A cystoscopy was performed and it was identified that the patient had a urethral erosion and edema. The physician believes the placement and size of the cuff were incorrect for the patient. He underwent a procedure in which his cuff was explanted and the rest of the device was left implanted, with the intention of replacing only the cuff component after allowing the patient time to heal; however, when the patient underwent a reimplant procedure in (B)(6) 2021, it was noted that there was air in the remaining components, so the entire device was explanted and replaced. The patient is fully recovered.